Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultramini meter is missing segments on the display. On december 9, 2009, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose 3 times per day and manages here diabetes with glucotrol the humulin r insulin. The pt takes humulin r insulin based on a sliding scale per the lfs meter reading. The product issue began two days prior to event. On event date, the pt claimed she could not obtain her blood glucose reading on the subject meter due to the missing segment issue. The pt did not take any action in regards to diabetes treatment that morning. The pt reportedly ate a normal breakfast on the day of concern. At around 11 am to 2pm before lunchtime, the pt developed symptoms described as "sweating". The pt administered self-treatment with soda and a candy bar and claimed that she felt better within 15 minutes. The pt felt that had she been able to test her blood glucose on the day of concern, she may have been able to prevent the aforementioned symptoms. During troubleshooting, the customer care advocate verified that there was no product misuse based on the info provided. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.